Manufacturer narrative:
Company rep reprogrammed telepacks. Tested to factory specifications and returned to service.

Event description:
Customer reported a communication issue between the panorama central station and ambulatory telepack. No pt injury reported.